Event description:
It was reported that the iab was prepped according to procedure. The iab unwrapped prematurely during insertion. As a result, iab was exchanged. There were no reported pt complications.